Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the usb port was damaged as the customer was unable to charge the pump battery. The customer's blood glucose level was 134mg/dl. Reportedly, the customer continued to use both the pump and manual injections to continue insulin therapy.